Event description:
It was reported that a malfunction alarm occurred with the customer's pump. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. The customer's blood glucose level was reported at 7.2 mmol/l, indicating no adverse impact.